Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report a possible inaccurate delivery issue with the animas insulin pump while she had blood glucose excursions. She reportedly had blood glucose readings in the 500¿s mg/dl at noon on the day of the call to animas and took 13.65 units of correction insulin. Her blood glucose subsided to the 200¿s mg/dl and eventually to the 100¿s mg/dl. Animas received the complaint via email but could not get in touch with the patient. A letter was sent to the patient, requesting a call back. This complaint is being reported due to an alleged inaccurate insulin delivery issue and because the patient had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy.